Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a tear in the infusion set tubing was confirmed but the cause is unknown. One photo of the implicated powerloc infusion set was provided for investigation. Only the proximal end of a device was visible in the photograph. The visible sections of the device included a portion of the extension tubing and the female luer adapter. It appeared that there was a semi-circumferential split in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without receipt of the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage or material fatigue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that a loud "pop" was heard and then there was blood all over the patient's dressing. The port needle tubing had detached from the hub. The port needle was not connected to an infusion when this occurred. Blood ran back into the tube and spilled out. The port had been accessed with this needle for a few days when the event occurred. This was on a port-a-cath, smallest needle size.

Event description:
It was reported by the customer that a loud "pop" was heard and then there was blood all over the patient's dressing. The port needle tubing had detached from the hub. The port needle was not connected to an infusion when this occurred. Blood ran back into the tube and spilled out. The port had been accessed with this needle for a few days when the event occurred. This was on a port-a-cath, smallest needle size.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.